Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-00931-1. The investigation is complete. This is an initial final report submission. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause of the reported issue is attributed to manufacturing issue the event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : discarded

Event description:
It was reported that outside of surgery the dermatome would harvest the sides of the graft only, leaving a strip in the center. There was no reported patient harm, or delay. Diligence is complete. No additional information is available. At investigation it was determined that the blade may have contributed to the event. No adverse events were reported as a result of this malfunction.